Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 495 mg/dl. The customer stated that insulin pump not working properly. Customer stated that they were not feeling well. Customer reported that insulin pump system was not in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.